Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tachycardia and felt "a feeling of electric shock". It as also reported that the pacing lead exhibited increased thresholds. The implantable pulse generator (ipg) remains in use. The pacing lead remains in use. No further patient complications have been reported as a result of this event.